Manufacturer narrative:
(B)(4).

Event description:
Territory business manager contacted dexcom on behalf of patient on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. It was stated values were 60 points off. At the time of contact, no injury or medical intervention was reported.